Event description:
It was reported that the patient had deep chronic sterna infection, pain in pocket area, and twiddlers syndrome. The right ventricular (rv) lead exhibited high thresholds, high impedance, undersensing, and had dislodged. A x-ray showed loss of redundancy. The lead was braided in the pocket with the distal portion of the lead in the superior vena cava (svc) at the time of the lead explant. Antibiotic treatment was necessary and the lead and implantable cardioverter defibrillator (ICD) were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.